Event description:
C-cc-lk - leakage flo-0907-004; it was reported that leakage was observed from three-way stopcock on patient side. There was a damage found on connector. There were no patient complications.

Manufacturer narrative:
Customer report was confirmed. Flotrac housing male luer was completely broken off from bonded zero-stopcock. The broken luer stuck inside zero-stopcock female luer.